Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable was identified on the pk dissecting forceps instrument. There was no allegation of harm or injury to the patient and nothing fell into the patient; as the device was not used on the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. There was no damage found on the clevis. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the pulley indentations may have been due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.